Manufacturer narrative:
(B)(4).

Event description:
Procedure: hysterectomy. According to the reporter: after difficulty loading the device, the surgeon decided to hand load the needle. The incident occurred after the third bite into full thickness tissue (second layer closure of the vault) using the hand loaded needle. As the surgeon was wiggling the tissue from the jaws of the device post suturing the tissue, the needle broke. Two-thirds of the needle stayed in the jaws of the device but the other 1/3 part of the needle embedded into the abdominal wall below between the umbilicus and the pelvic floor. An x-ray showed the needle was in the abdominal wall but after almost 1 hour of searching and repeating the x-ray, the needle still could not be located. The surgeon also tried using a magnet to find the needle but this too was unsuccessful. The patient was under anaesthesia for one and a half hours extra to the normal procedure time and the broken part of the needle was not retrieved.